Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
While transferring images onto the planning station via cd, the field service engineer (fse) got a "file corrupted" error. The fse loaded in the MRI and CT both via usb. The CT had patient information and dicom information and the MRI cd did not. Rosa software allowed the fse to load in both series vi usb. When the fse saved and then exited out of the patient folder, it had disappeared. The folder was still saved on the maintenance side of the software. The fse exported the patient folder and tried to load it in the application again and the error "file is corrupted, please select a different folder" appeared. This was caused by the fact that the MRI cd had no patient or dicom information on it. The following day, (B)(6) 2020, the fse was able to get a new cd and was able to load the MRI scan into the planning station and all actions were successful.

Manufacturer narrative:
The analysis of the logs and the patient folder led to the conclusion that the disappearance of the patient folder as well as the error message indicating that the patient folder was corrupted is due to the loading of an exam that does not contain the field series date. This corrupted the patent file which requires a series date in order to load the patent folder in the rosa application. This error is a result of a known software anomaly. Corrected data: b4 date of this report. G4 date received by manufacturer . H2 if follow-up, what type . H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
While transferring images onto the planning station via cd, the field service engineer (fse) got a "file corrupted" error. The fse loaded in the MRI and CT both via usb. The CT had patient information and dicom information and the MRI cd did not. Rosa software allowed the fse to load in both series vi usb. When the fse saved and then exited out of the patient folder, it had disappeared. The folder was still saved on the maintenance side of the software. The fse exported the patient folder and tried to load it in the application again and the error "file is corrupted, please select a different folder" appeared. This was caused by the fact that the MRI cd had no patient or dicom information on it. The following day, 02-oct-2020, the fse was able to get a new cd and was able to load the MRI scan into the planning station and all actions were successful.